Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval of an ivc filter, imaging demonstrated that a foot from one filter leg and half of another filter leg were detached and embedded in the caval wall at the same level of the filter. Reportedly, the filter was also tilted approximately thirty degrees. The retrieval attempt proved unsuccessful. The patient is asymptomatic and there was no report of patient injury.